Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received large number of shocks due to double-counting as a result of lead dislodgement. The lead was explanted.